Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: the cause was that the terminal of the video connector was bent and it became impossible to connect with the scope. It is considered that the cause of terminal bend was caused by the scope used, and the generation mechanism is inferred as follows. When inserting the endoscope into the video connector receptacle, if the connector tip on the endoscope side is missing/foreign matter is stuck on the tip, it gets caught in the terminal of the video connector receiver. ·by inserting the endoscope further with the terminal caught, the terminal is pushed back and bent. There are the following descriptions in the operation manual (connection of an endoscope 6.3) of the <confirmation of contents described in the operation manual> otv-s190, which may have prevented the terminal of the video connector receiver from being broken. Confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connector of the videoscope/the video connectors of the camera head are not damaged. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿blurry image" was confirmed due to bent pins in the video connector. A test ltf type vh scope was connected to the unit and a bad/no image was observed. The unit was equipped with an old version switch and out dated software. Minor scratches were noted on the unit¿s cover. The cause of the bent pin cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the during preparation for use, the image was blurry on the video system display. There was no patient involvement reported.